Event description:
Approximately five (5) weeks after implantation of a cypher stent, follow-up angiography demonstrated thrombus present in the previously implanted stent. The late thrombosis was treated by aspiration and percutaneous transluminal coronary angioplasty (ptca) with a 2.5 mm balloon. The physician's comment regarding the probable cause of the late thrombosis was that the vessel was narrow and the blood flow was not smooth. The index procedure was an elective case. The target lesion was the distal left anterior descending (lad) artery. The lesion was reported to be: a chronic total occlusion (cto), de novo, not a bifurcation, absent of pre-existing clot, not calcified, a 100% stenosis, 19 mm in length, and type c. The lesion was pre-dilated with a 2.5/20 mm balloon at 8 atm for 30 sec. A cypher 2.5/30 mm stent was deployed at 16 atm for 30 sec. After deployment, a dissection was noted distal to the cypher stent. This was treated by implantation of a pixel 2.25/18 mm stent at 16 atm for 30 sec in overlapping fashion. The stents were not post-dilated. Ivus was not done. Stent to vessel pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 0%. Pre-procedure medications include: aspirin 100 mg/day, and ticlid 200 mg/day. Intra-procedure medications include: aspirin 100 mg/day, heparin 9000 units, and ticlid 200 mg/day. Post-procedure medications include: aspirin 100 mg/day, and ticlid 200 mg/day.